Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument, reagent preparation, or contamination issues that would cause customer to question results. The sample kinetics and controls were within range and valid. Customer understood and reported no further issues. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 281262 on panther instrument sn (B)(4) which had three discrepant samples. Customer's supervisor questioned the samples' validity after they did not repeat on a cepheid platform. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Results were reported to patients, but there were no associated/reported adverse events.